Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having sore throat and visualizing particles in the airpath. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.